Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: the customer reported that a coating material-like fm was found on the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 0259456 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the pink adapter was discolored. The discoloration was found to be embedded into the mold indicating that this was most likely burnt resin from the molding process. Resin can build up on the molding press during the production cycle and separate from the press becoming embedded into the next mold. Based off the visual inspection the engineer was able to verify the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: the customer reported that a coating material-like fm was found on the hub.